Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which the physician reported that the valve was performing as intended at the time of the 3-year transthoracic echocardiogram (tte). No treatment or intervention was required for the mild paravalvular leak (pvl). Information pertaining to the valve function at the time death was not obtainable. As the cause of death was not known, the relationship of the valve to the death was considered possible.

Manufacturer narrative:
Analysis: the device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted; thus, no product analysis could be performed. Conclusion: this event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report indicated that medical safety reviewed the product event and assessed the reported mild paravalvular leak (pvl) and death. Based on the information provided, it was unlikely that the death was related to the valve, however the relationship could not be excluded. Per the physician, the valve had functioned as intended, therefore it is unlikely that the pvl was related to the valve, but with the information available, the relationship could not be excluded. No further safety assessment was required, and no further action was needed as this complaint did not identify any unexpected serious adverse events. The reported event indicates that approximately three years and one month following the implant of this transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) showed a mean aortic gradient of 14.8 millimeter of mercury (mmhg), mild paravalvular leak (pvl) and an effective orifice area of 1.942 cm2. Paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined. Mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. As reported per the physician, the valve was performing as intended at the time of the 3-year transthoracic echocardiogram (tte). No treatment or intervention was required for the mild paravalvular leak (pvl). Approximately nine months later the patient died. A relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and one month following the implant of this transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) showed a mean aortic gradient of 14.8 millimeter of mercury (mmhg), mild paravalvular leak (pvl) and an effective orifice area of 1.942 cm2. Approximately nine months later the patient died. Per the site, the cause of death was unknown.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.